Event description:
It was reported that a minimum fill notification occurred. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.